Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen. The force sensor resistance measurement was out of calibration. Review of the pump history revealed multiple "no cartridge detected" warnings. During eval when the "load" step was activated, the pump did not detect the cartridge and dispensed insulin from the cartridge.

Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.